Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied tears or damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. The contrast and down arrow keypad buttons were intermittently unresponsive and the up arrow and ok keys responded appropriately. Evaluation revealed contamination under the contrast, up arrow and down arrow keypad buttons.